Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Suggested event can be inspected and prevented by following below instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found: that the nozzle had foreign objects; due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value, the adhesive on the bending section cover had a chip, the adhesive on bending section cover had a crack, and a white-clouded area, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, the control unit had discoloration, switch1 had a scratch, the universal cord had a scratch, the universal cord had a wrinkle, the suction cylinder paint was peeled, the protector of universal cord on suction connector side had a scratch, the objective lens had a scratch, the plastic distal end cover had a scratch, the connecting tube had a scratch. The customer also provided the following regarding the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water¿no abnormalities in the accessories used for reprocessing. The nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with a detergent solution. It was unknown when the foreign material adhered to the nozzle, and there were no other reprocessing concerns.

Event description:
The customer reported to olympus that the colonovideoscope had air/water flow issues. The device was returned for evaluation. During the device evaluation, the foreign object-related complaint was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.